Event description:
Blood glucose monitoring device generated a result which is outside the reading range of the meter. Reporter alleged meter read 872 and 945 mg/dl however when checking the memory, device displayed a reading of 946 mg/dl. Reporter indicated no display issues with the meter and there were no adverse events or treatment as a result of the alleged incident. A request was made for the return of the suspect device and replacement product was sent.